Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a pigtail drain was placed in a patient with respiratory insufficiency and pronounced pleural effusion without complications. The next day, a cxr revealed an ipsilateral apical pneumothorax. A defective cone on the pigtail was discovered and the device was removed and 2.5 liters of serous pleural fluid was emptied. It was further reported that the patient died 2-3 days after the placement procedure, but allegedly not in connection with the complaint but due to malignant pleural effusion.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample returned was 2 navarre drainage catheters with pigtail feature and one 2 way luer valve of unknown manufacturer. The unsealed navarre catheter luer was observed to be cracked, therefore the investigation is confirmed for (B)(4) - connector break/crack and unconfirmed for (B)(4) -damaged/defective connector. The sealed navarre catheter did not display damage or issue, therefore it is unconfirmed for (B)(4) - connector break/crack. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that a pigtail drain was placed in a patient with respiratory insufficiency and pronounced pleural effusion without complications. The next day, a cxr revealed an ipsilateral apical pneumothorax. A defective cone on the pigtail was discovered and the device was removed and 2.5 liters of serous pleural fluid was emptied. It was further reported that the patient died 2-3 days after the placement procedure, but allegedly not in connection with the complaint but due to malignant pleural effusion.